Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4): no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4): no anomalies found.

Event description:
It was reported the manufacturer's representative was asked to interrogate the device in the funeral home as there was a question as to a device malfunction. This was not found on interrogation by the representative. The cause of death and additional information will be requested.

Event description:
It was reported manufacturer's representative was asked to interrogate the device in the (B)(6) as there was a question as to a device malfunction. This was not found on interrogation by the representative. The cause of death and additional information was requested and not received.

Event description:
It was reported manufacturer's representative was asked to interrogate the device in the funeral home as there was a question as to a device malfunction. This was not found on interrogation by the representative. The cause of death and additional information was requested and not received. Follow up later revealed the patient had a cardiac arrest and the physician wanted the device interrogated to confirm there was no device malfunction. There were questions as to device malfunction versus an arrhythmic event and the "speed at which the hospital staff responded to the cardiac arrest."